Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the leads. Information indicates that surgical intervention took place on (B)(6) 2026 wherein the leads were reinserted to the ipg header to address the issue. Effective therapy was restored post op.